Event description:
Event description guidant received information that this lead was explanted after it was unable to be repositioned. The lead displayed intermittent capture, and therefore was not pacing enough.